Manufacturer narrative:
Patient weight is unknown. Additional product codes: mnh, mni, kwq, kwp. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had original surgery on (B)(6) 2016 at l4-l5 disc level for an unknown reason. The patient was originally implanted with a vertebral spacer-tr at l4-l5 level with two matrix curved rods, four matrix locking caps and four matrix polyaxial screws. Post-operatively the patient presented with a superior matrix rod migration at the right side disc level. Revision surgery was performed on (B)(6) 2016. Surgeon explanted two rods and four locking caps. The four polyaxial screws were reported to be in good position and were left in place. The patient was revised to four new matrix saddle type locking screws and two new matrix curved rods. Surgery was completed successfully and patient is report in stable condition. Concomitant devices: ti matrix polyaxial screws (part 04.632.640, lot unknown, quantity 2); ti matrix polyaxial screws (part 04.632.635, lot unknown, quantity 2); ti matrix locking cap (part 04.632.000, lot unknown, quantity 4); ti curved rod (part 04.636.035, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).